Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 30036399l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant medical products: smart touch sf catheter, us catalog #: unknown, lot #: unknown. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter. During the procedure, it was described that there was deposit on the tip of the catheter. The catheter was exchanged and the procedure was completed without patient consequence. Additional clarification was requested on the event and a response was received stating that during the procedure, foreign material (unspecified) was observed on the thermocool® smart touch® sf bi-directional navigation catheter tip. The foreign material was assessed as MDR reportable.

Manufacturer narrative:
Initially, it was described that there was deposit on the tip of the catheter. Additional clarification was requested on the event and a response was received stating that foreign material (unspecified) was observed on the catheter tip. Therefore, the foreign material was assessed as MDR reportable. On august 20, 2018, additional information was received clarifying that the material in the initial was actually a thrombus. The thrombus was assessed as MDR reportable. (B)(4).